Event description:
It was reported the daq916 is not working correctly. There was no report of patient impact.

Manufacturer narrative:
(B)(4): issue was confirmed. Unit was not working due to components on top and bottom circuit boards were short and the boards were replaced. The unit was upgraded to current specifications, tested and passed all manufacturing specifications.